Manufacturer narrative:
This is initial MDR report being submitted with associated MFR# 1226348-2017-00051. (B)(4). Concomitant medical products: penumbra smart coils (quantity: 6); two sl-10 microcatheters (stryker); benchmark guiding catheter 071in (penumbra); benston guidewire (cook); glidewire guidewire (terumo); two synchro14 guidewire (stryker) the product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by (B)(4) study, subject (B)(6) underwent stent assisted coil embolization on (B)(6) 2016. Pre-treatment angiography revealed an anterior circulation aneurysm on left sidewall of the superior hypophyseal artery. The unruptured aneurysm was saccular in shape with the following dimensions: dome height 4.5mm, dome width 4.4 mm, neck width 3.5 mm and dome to neck ratio of 1.3. The internal diameter of the parent vessel proximal to the aneurysm was 3.2 mm and distal to the aneurysm was 3.2 mm. Jailing technique was used during the procedure and six competitor¿s coils were placed in the aneurysm after the enterprise 2 stent (enf403000/10665775) was placed. Immediate post-procedure angiography confirmed that the coil mass position was maintained within the sac, the parent artery was patent and the aneurysm was occluded 90-99%. Raymond class assessment was 2; residual neck. The aneurysm dimensions: dome height 4.5mm, dome width 4.4 mm, neck width 3.3 mm and dome to neck ratio of 1.4. The internal diameter of the parent vessel proximal to the aneurysm was 3.2 mm and distal to the aneurysm was 3.2 mm. There was no evidence of stenosis or thrombosis; there was no reduction in flow in the parent artery and no movement of stent was seen. The procedure was fine with no complications. The device deployed appropriately. Patient was discharged on (B)(6) 2016. The enterprise2 stent remains implanted. Post-procedure transient ischemic attack in left carotid territory was reported in patient. Date of onset for the symptoms was (B)(6) 2017. There were no device malfunctions reported. The anticipated event was new and mild in severity; not a serious adverse event. The site reported that the event was possibly related to the study procedure or the codman study device. The event was reported to unlikely be related to the underlying disease state or to the other devices used. CT/cta taken were both negative. Coils did not protrude into the parent vessel and the CT/cta on (B)(6) 2017 were normal. Patient restarted on plavix and the asa and pru levels were checked. The event was reported to have resolved on the same day. The event did not result in retreatment procedure or hospitalization. Per the physician, cause of the event is unknown, but possibly related to the discontinuation of plavix. Patient was not experiencing any symptoms when followed up with physician on (B)(6) 2017, however there was lack of visualization of the left ica adjacent to the coil mass.

Manufacturer narrative:
This is final MDR report being submitted with associated MFR# 1226348-2017-00051. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Transient ischemic attack is a known potential adverse event associated with the use of the enterprise device and is listed in the IFU as neurologic deficit. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that changes in medication regimen may have contributed to the reported event. No further actions are needed at this time.